Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion. It was further reported that the right atrial (ra) lead exhibited fracture, rising impedance and high impedance. The ra lead was explanted. No further patient complications have been reported as a result of this event.